Event description:
The facility representative reported a colleague infusion pump with a 199.117.284 failure code. The event was reported to have occurred upon power up. This condition had the potential to interrupt delivery. There was no report of patient involvement, injury, or medical intervention related to the device. No additional information is available. This device is a remediated colleague pump with a user interface module software version of 5.09.90.

Manufacturer narrative:
(B)(4). The device was returned to baxter and is currently in the process of being evaluated. A follow-up report will be filed upon completion of the evaluation or if any additional details become available.

Manufacturer narrative:
(B)(4). Device evaluation: the reported condition of a colleague infusion pump with a failure code 199.117.284 was confirmed during product evaluation. The root cause was not identified. No further testing has been completed at this time and no repairs have been performed as the referenced device has been removed from service. A device history review was performed and no abnormality was observed in the manufacturing of this device. The device has been previously sent into service for the reported condition of "199:xxx". Should additional information become available, a follow-up medwatch will be submitted.